Event description:
During arcr surgery, vapr 3 generator stopped working about 40 minutes after the surgery started. Error code 100 14 was noted. It was reported that the shaft part of the probe where the surgeon was holding became hot. There is no adverse event including burn to the surgeon. By using backup generator and a new probe, the surgery was completed with a forty-minute delay. There was no harm to the patient. Since the generator was loaned device and the probe was discarded at the facility, there will be no return for evaluation. Associated medwatch for second device 1221934-2015-00757.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.